Event description:
The pt is implanted with the MFR's left ventricular assist device (lvad). It was reported by the vad coord that while the pt was at home, he had experienced an audible alarm, loss of power to pump and that there was damage to the power base unit (pbu) cable. The issue was resolved when the pbu cable was exchanged.

Manufacturer narrative:
The power base unit (pbu) cable was returned and has been analyzed. The pbu cable was connected to a test pbu, controller, lvad, and computer. The pump appeared to operate normally. The black lead was disconnected and device reverted to power saver mode and the system controller produced an audible alarm accompanied by a flashing red battery for low voltage. Manipulation of the white and black leads produced a variance in voltage on the system monitor display; however, the red battery alarm could not be cleared. Physical examination of the cables revealed significant shield/lead breakdown adjacent to the y-junction and bend relief/connector of the black and white power leads which caused a significant voltage drop across the lead. The eval of the pbu cable confirmed the reported event; however, the pump did not stop, it went into power saver mode 50bpm. The eval of the pbu cable revealed significant shield/lead conductor breakdown in the white and black power leads, which contributed to a decrease in voltage resulting in a low voltage situation. The cause of the breakdown appears to be due to normal wear and tear of the cable. No further info is available. The MFR is closing its file on this event.